Event description:
It was reported in an article following pediatric patients that were implanted with vns, that a patient with generalized epilepsy developed a purulent post-operative wound infection and had the device removed 20 days later. The patient has not been re-implanted. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizure 2006 pp.